Event description:
Reporter contacted animas on (B)(6) 2012, alleging that they received the letter from animas in regards to the keypad. Reporter mentioned that the up and down arrow buttons are scrolling too fast when the buttons are pressed. The patient noticed the issue approximately a month ago. There is no misuse of the product and the reporter denied any moisture in the keypad. The product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down buttons were found to have been hypersensitive and the ok and contrast buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts.